Manufacturer narrative:
Reported complaint of "16 batteries failed output testing with a battery tester" could not be verified because the batteries were not returned for investigation. Battery maintenance program indicates that the useful life of each autopulse battery is between two to four years. The life of each battery is influenced by the frequency of use, and the frequency of routine battery maintenance. However, no battery maintenance records were provided for these batteries. Estimated manufacturing date for 9 of 16 batteries (s/ns (B)(4)) is prior to 2010. Given that the complaint was reported in (B)(6) 2012, these nine batteries were greater than 2 years old. These batteries may have aged past the end of their useful lives. For the remaining 7 batteries (s/ns (B)(4)), a definitive cause for the failure can not be determined since the batteries were not returned for investigation. No adverse event reported.

Event description:
It was reported that 16 batteries failed output testing with a battery tester. No adverse event reported.